Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when used on the fundus of stomach, staple line was incomplete distally. Another reload was used to complete the staple line. There was no patient injury.